Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient lost effective coverage due to the l4 drg lead had migrated. The issue was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that patient underwent surgical intervention (B)(6) 2022 in which the lead was explanted and replaced.